Manufacturer narrative:
Product analysis summary: dislodgement occurred in vivo and stent deformation was apparent during visual inspection. The stent was not present on the balloon and as delivery system was not return for analysis. Deformation was visible to the 1st -11th, 16th and 25th -27th distal stent segments with struts raised, stretched and overlapping. The inner lumen patency was not verified with a 0.015 inch mandrel as delivery system was not returned. (B)(4).

Event description:
The physician was attempting to use an assurant cobalt iliac stent to treat a non tortuous, moderately calcified lesion. No issues were noted when removing the device from the hoop/tray. No damage was noted to the packaging. The device was prepped per the IFU and inspected prior to use with no issues noted. The lesion was pre-dilated. After ballooning the area, the stent was passed through the sheath. The system was seen to not be advancing adequately through the sheath with resistance encountered but no excessive force used. The physician then pulled back on the system and proceeded to advance again. The stent then dislodged from the balloon system in vivo. The physician retrieved the stent using a forceps and without further cut down. Resistance was noted between the relevant devices and other devices used in the procedure with no excessive force being used. No embolic protection was used. The balloon was inflated with an inflation device. The physician completed the procedure using another assurant stent (lot # 0008072784) which was deployed with no issues. There is no injury reported.